Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported material separation was confirmed. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified lesion causing the reported failure to advance. Additional force was used during the handling and manipulation of the device while attempting to advance to the lesion causing the reported shaft separation. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery with heavy calcification, heavy tortuosity and 99% stenosis. Pre-dilatation of the lesion was performed with a 2.0 x 20 mm traveler balloon dilatation catheter (bdc). A 3.00 x 48 mm xience xpedition stent delivery system (sds) was then advanced; however, could not cross the lesion due to the patient anatomy. Force was applied and the shaft separated at the proximal shaft. The separation occurred at a point outside of the patient anatomy and the distal end was therefore simply manually removed with no reported resistance. A new 3.00 x 48 mm xience xpedition sds was advanced to successfully cross the lesion and complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.